Manufacturer narrative:
Other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) and a company representative regarding a patient receiving intrathecal lioresal (concentration 500mcg/ml; dose and lot unknown) via an implantable infusion pump. Indication for use was intractable spasticity. On (B)(6) 2016 it was reported that 1.5 weeks earlier, the patient had symptoms of withdrawal, itching, constipation, increase in spasticity, swelling over the back at the incision site, and a seroma over the pump. On (B)(6) 2016 they attempted to do a catheter access port (cap) aspiration but could not access the pump because of the seroma. None of the fluids had been cultured. A therapeutic bolus was programmed and there was no response. Imaging of the catheter was performed and there was no change in the catheter positioning. A dye study was to be performed the following week. The patient's symptoms of withdrawal had resolved due to time, but they were still troubleshooting the system to see why the patient was not getting therapy response. Additional information was requested regarding drug information, patient medical history, results of the dye study, actions/interventions taken, and the cause of the patient's symptoms. A supplemental report will be submitted if additional information is received. Additional information was received from a company representative (rep) indicated the patient was currently receiving intrathecal lioresal 500 mcg/ml in minimum rate mode. The patient was new to itb therapy and was implanted (B)(6) 2016. For the first couple of weeks the patient and family felt he was getting therapy. Over the past few weeks the patient and family had noticed mild withdrawal symptoms and spasticity was back to baseline. The patient was given oral baclofen. On (B)(6) 2016 they did a catheter access port (cap) dye study and the physician had difficulty aspirating from the cap and only got a small amount of fluid. It was decided to inject dye and they noticed dye pooling behind the pump. The patient's pump was programmed to minimum rate mode (previous dose was 153 mcg/day) and the patient was scheduled for a catheter revision at a later date. There were no alarm logs. The event date was (B)(6) 2016 (specific date not reported) and the change in therapy/symptoms was sudden. Additional information from the healthcare provider indicated that at the time of the event the patient was also taking miralax, senna and trileptal. Medical history included cp (cerebral palsy), diplegia, seizure disorder. The withdrawal symptoms occurred 1.5 weeks prior to clinic visit on (B)(6) 2016. The patient also recently experienced associated spinal headache and received treatment for constipation. The results of the CT showed pooling of dye underneath the pump. The patient was started on oral baclofen and neurosurgery was contacted to revise the pump as withdrawal had passed. The pump was set to minimum rate with surgery pending. Additional information received from the device manufacturer representative indicated that after the dye study was done they didn't feel like they were seeing the right intrathecal infusion so they did an "exploration" procedure on (B)(6) 2016. They found that the catheter collet had come apart. They did reconnect the catheter during the procedure and now all was well with the system.

Manufacturer narrative:
Updated the event description with the correct date for the "exploration" procedure.

Event description:
Additional information was received from a company representative (rep) indicated that after a dye study was done they did not feel like they were seeing the right intrathecal infusion so they did an "exploration" procedure on (B)(6) 2016 and found that the catheter collet had come apart. They did reconnect the catheter during the procedure and now all was well with the system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.